Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective circuit board/patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a intermediate image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. There was no patient involvement.

Manufacturer narrative:
During device evaluation, the issue (no image) was found to be caused by a defective circuit board. In addition to the intermediate image, service found the top cover, the chassis feet, the rear panel, and the front panel need to be replaced due to normal wear and tear. The locking mechanism was loose, causing it to not hold the scope connector properly. Corrosion was found on the bottom chassis and software needed to be updated. The investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.